Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that when a patient presented to the operating room for a dual chamber ICD implant, crosstalk followed by safety pacing was observed. Lead measurements through the psa were normal. The physician tried repositioning both the atrial and ventricular leads without success. The ICD and leads were replaced.

Manufacturer narrative:
(B)(4). The reported field event of crosstalk could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment; no noise or crosstalk was observed. The cause of the crosstalk reported by the field could not be conclusively determined.